Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box , lot #73f1700497. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a left colectomy, during the closing of the clip on the artery, the clip broke at the level of the hook. The surgeon used another clip and faced the same issue. Then he used another cartridge and could apply 4 clips without issue. There was no patient injury.